Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead. The lead exhibited failure to sense due to postoperative lead dislodgement. The dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was in stable condition.